Event description:
It was reported that the pump was alarming, no disposable pump will not run. Troubleshooting was performed, but the alarm persisted. They clamped the tubing, unlocked the cassette, and checked for air in the line. Air was present. A continuous infusion rate of 2.2 ml/hour had been programmed, with a total reservoir volume of 100.0 ml, and given 11.4 ml. The medication label had been reviewed: vtbi 100 ml. The event occurred while the pump was in use.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device was not returned for analysis. Customer reported pump was alarming "no disposable pump will not run". No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.